Manufacturer narrative:
(B)(4)

Event description:
It was reported by the patient that ten days after implant the patient heard an alert and understood the device malfunctioned and there would be surgery to correct the concern. Follow-up information from the clinic indicates that a lead ¿came out¿ shortly after implant and there was a possible header screw issue. The device and lead remain in use. A revision is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)